Event description:
The iab was removed from the patient on 02/13/97 at 9:00 a.m. The iab did not malfunction. As a result of the event, the patient had thrombocytopenia. (Event complications: thrombocytopenia - reported 07/07/97.) (Pt's current status: discharged-rpt'd 07/07/97.)